Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed therapy test during operational check. There was no repot of patient involvement.